Manufacturer narrative:
H3) the software team reviewed the logs and identified a single session on the date of the incident, during which the user performed an olif procedure, with workflow progression through selectprocedure instruments image acquisition navigation, and multiple transitions between navigation and image acquisition, indicating intraoperative re-imaging and continued navigation usage. The archive contains three o-arm image sets, each consisting of 192 slices with 0.83 mm slice spacing and thickness, and registration quality was observed to be normal, with successful validation and no tracking or system errors across spins. There was no evidence of software malfunction in the logs; however, the available logs and archives do not provide direct diagnostic evidence to explain the reported udg-to-tap alignment discrepancy. The observed behavior was suspected to be associated with procedural and intraoperative factors, including potential frame movement following registration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). H3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was unknown when the issue occurred. It was reported that the discrepancies were showing in universal drill guide (udg) projection alignment. The udg to screw alignment was good, but the udg to tap was misaligned. The udg projection appeared more superior to the tap projection, but with a screw, it was aligned. The misalignment appeared to be minimal. The surgeon continued the procedure using the system. The misalignment was more visible in trajectory 2 than in trajectory 1. Patient was present. It was unknown if there was any surgical delay or impact on patient outcome. Additional information was provided. The medtronic representative (rep) emailed photos of the misaligned trajectory and screw model. The rep also reported that after discussing with the surgeon and completing a new registration, the navigation was accurate.

Manufacturer narrative:
H2) additional information added to sections a, b5, and h6 - annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy amount was about 1-2mm. The procedure was an oblique lateral interbody fusion (olif) surgery. There was a delay of 5-10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
H2) additional information added to b5 and a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the event was observed intraoperatively. All instruments were registered before spin. After spin we started on perc screws. It was noticed that the tap was inferior (closer to frame) than the saved udg projection. This is mis, so anatomical landmarks could not be verified. After the tap the screw was placed which seemed to align more with the udg projection. On the next screw we bumped the frame and did a respin. After the respin the same variance was occurring with the tap and udg. The site reregistered and it seemed to solve the problem. This could be a variance in slices or they could be seeing the start of a new slice when the tap was being navigated to the pilot hole. Since the udg was projecting out from the end of the guide (which was docked onfacet) then the tap followed and may land on a different piece of bone as it finds the drill hole and sli ghtly skive. Guide wires were being used.